Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. Unexpected bolus delivery was not confirmed due to over written button press trace history file. The insulin pump was monitored for three days and no unexpected bolus, bolus, or bolus history anomaly noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, broken belt clip slot, and cracked case near display window corners noted during visual inspection.

Event description:
The customer reported that the insulin pump delivered a bolus that was not programmed. The customer stated that the was unaware that the bolus was being delivered until he heard the insulin pump beep. Blood glucose level at the time of the incident was 96 mg/dl. Blood glucose level at the time of the call was 114 mg/dl. During troubleshooting, it was confirmed that the easy bolus feature was turned on and that carbs were entered for the bolus in question. The customer was advised that the insulin pump would be replaced due to the scroll wrap feature, and customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.